Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed an alarm indicating air leakage in the loop the equipment was replaced . There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported issue. After additional testing, it is found that the safety disk leaks. The fse replaced the spare parts. All functional testing were performed according to factory requirements. After testing, the parts meet the factory requirements and are delivered for use.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.